Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that cause traced to component failure. The unsuccessful pressured leak test was due to cable damage and vertical line on image was due to faulty charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service technician indicates that vertical lines on image and unsuccessful leak test were found. There was no patient involvement.